Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the light guide (lg) lens adhesive was peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for the evaluation and repair of a broken elevator wire. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the light guide (lg) lens adhesive was peeled off. This medwatch is being submitted for the reportable issue of the lg lens adhesive being peeled off as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.